Event description:
Pad-pak lot #a3686, exp 2024-06-01 that will not power on the device, yet powers on fine with new pad-pak. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2007. The device was returned with the reported fault ¿will not switch on¿. During the investigation no fault was found with the device that would contributed to the reported fault. Additionally, the returned device was successfully power cycled on multiple occasions throughout the investigation with the returned pad-pak installed. As the device performed to specification throughout testing at heartsine, it is possible the user had incorrectly installed the pad-pak within the device resulting in the device failing to power on. The returned sam 300 device is now out of warranty and will be scrapped.

Event description:
Pad-pak lot #a3686, exp 2024-06-01 that will not power on the device, yet powers on fine with new pad-pak. There was no patient involved in this event.